Manufacturer narrative:
This emdr was submitted electronically to the FDA on 10/26/2015. Multiple attempts were made to the FDA/esg to complete the submission.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the tubing cracked while removing a male luer adapter involving a PICC line. The PICC line had to be replaced.